Event description:
It was observed in a journal article titled "uncemented porous tantalum acetabular components: early follow ¿up and failures in 613 primary total hip arthroplasties" (attached), that of the 413 patients implanted with a tm monoblock cup implant, three (3) patients were revised due to dislocation. No further information was provided. Per the FDA guidance draft, these patients events will be grouped into 1 MDR report based on product and similar failure type identified in the journal article.

Manufacturer narrative:
Investigation is in progress.